Event description:
It was reported that the first induction and conversion that was performed, the first shock delivered was 34 joules instead of the programmed 18 joules. The files were sent to the manufacturer for review. Note: when the second induction was performed, the 18 joule shock was given and converted the patient as programmed.

Manufacturer narrative:
May 31, 2007first induction and conversion delivered a shock that was 34 joules instead of the programmed 18 joules.a response from the manufacturer is pending. October 15, 2007this device remains implanted; therefore, the files from the programmer that was used were reviewed.the files did not show any anomaly that would explain the reported behavior. Additonal files could not be obtained; therefore, the origin of the reported behavior could not be determined and no final conclusion can be drawn.october 16, 2009further analysis was performed leading to the probable origin of the reported behavior. The updated analysis was received on september 24, 2009.device remains implanted.

Manufacturer narrative:
A response from the manufacturer is pending.

Event description:
It was reported that the first induction and conversion that was performed, the first shock delivered was 34 joules instead of the programmed 18 joules. The files were sent to the manufacturer for review. Note: when the second induction was performed, the 18 joule shock was given, and converted the patient as programmed.